Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the flex circuit was replaced to resolve the malfunction. The device was recertified and returned to the customer. The flex circuit was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty transistor on the flex circuit. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corp has not rec'd the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unk) the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.